Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12nov2020.

Event description:
The customer reported that the ventilator failed while in use and presented alarms and errors. The customer stated they swapped out the ventilator and after the swap this ventilator did not turn off. The device was in use at the time of the event and the customer swapped out the ventilator. The customer does not know whether the patient required any medical intervention such as hand bagging or resuscitation, though the customer reports there was no patient harm. The field service engineer (fse) spoke with the customer and the customer confirmed the significant error logs revealed the following errors: back up alarm failed, 35v supply failed, auxiliary alarm supply failed, and blower stalled. The customer is able to reproduce the issue. The fse suspects the power management board and has scheduled onsite service for repair.

Manufacturer narrative:
The patient had to be manually ventilated. Patient was fine when put on another ventilator. The authorized philips representative replaced the power management (pm) board per the v60/v60 plus ventilator service manual. After installation of the new pm pcba, verification procedure(s) testing was conducted.

Manufacturer narrative:
G4 or supplemental aware date of previous follow up report should be 03/16/2021 instead of 03/21/2021.